Manufacturer narrative:
The patient¿s date of birth was on an unknown date in an unknown month of 1981. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the peritonitis. The cause of the event was unknown. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. Eleven days after the event onset, the antibiotic treatment was discontinued. At the time of this report, the patient had recovered. No additional information is available.